Manufacturer narrative:
Diopter:-12.00/+0.50/x109. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+0.50/x109 diopter, in the patient's right eye (od) on (B)(6) 2015. Excessive vaulting was noted and the lens was explanted and exchanged on (B)(6) 2015 for a shorter lens with a similar diopter. The problem was resolved.